Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged deterioration is related to the activ.a.c.¿ therapy system. The patient has an extensive vascular history evidenced by the patient's preexisting medical conditions, catheter placement and amputations. The home health agency nurse and the physician assistant confirmed the graft placement was scheduled and was unrelated to the activ.a.c.¿ therapy system but could not determine if the activ.a.c.¿ therapy system caused or contributed to the deterioration of the patient's wound. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On mar 26 2018, the following information was reported to kci by the home health agency nurse: the patient¿s wound allegedly developed a dark area inside the wound bed and the wound dimensions increased while using v.a.c.® granufoam¿ dressing and drape. On mar 30 2018, the following information was reported to kci by a patient¿s family member: the patient received v.a.c.© therapy for 11 hours on (B)(6) 2018. While awaiting a delivery of v.a.c.® whitefoam¿ dressing, the patient continued to use v.a.c.© therapy with v.a.c.® granufoam¿ dressing; lot number was unknown. The patient's wife stated that the patient's wound appeared dark and the patient underwent graft surgery on (B)(6) 2018 allegedly due to the discoloration of the wound. The family member stated the physician allegedly stated it may be due to a reaction to the adhesive. The patient is no longer on v.a.c.© therapy. On apr 16 2018, the following information was reported to kci by the nurse: the patient's wound did deteriorate and the patient underwent sharp debridement with graft placement on (B)(6) 2018. The nurse stated the graft placement was scheduled and was unrelated to v.a.c.© therapy. The nurse could not determine if v.a.c.© therapy caused or contributed to the wound deterioration. On apr 23 2018, the following information was reported to kci by the physician assistant: on (B)(6) 2018, the physician observed the patient's wound and the wound appeared clean. The physician assistance confirmed the patient was scheduled for graft placement on (B)(6) 2018 and was unrelated to v.a.c.© therapy. On (B)(6) 2018, the physician observed the wound and noted a small amount of necrotic tissue which required debridement and subsequent graft placement. The physician assistant stated it is unknown if v.a.c.© therapy caused or contributed to the necrotic tissue. Device identifiers were unknown. On mar 01 2018, the device was tested per quality control (qc) procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On apr 10 2018, the device was tested per quality control (qc) procedure by kci quality engineering, and unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.